Event description:
It was reported that the patient was implanted a znn cmn nail 11.5mmx21.5cm 130l on (B)(6) 2014. The patient reported pain on (B)(6) 2014 and the doctor confirmed that the cm nail was broken. In a revision surgery on (B)(6) 2014 the znn cmn nail was revised.

Manufacturer narrative:
The manufacturer has not yet received the device. X-rays or other source documents were not provided for review. The lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, amended medical device report will be submitted.